Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a scheduled follow-up, the physician detected episodes of t-wave oversensing and rv undersensing that lead to undersensing that led to unanticipated therapy. The physician felt the event was likely due to fibrosis near the rv lead. The pt is in good condition.